Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging was damaged. There was no reported patient involvement. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Report source : foreign report source: france. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that the sterile package has been damaged; no damage has been identified on the outer packaging carton. The sterility of the product has been compromised. The complaint has been confirmed by visual evaluation. Device history record was reviewed and no discrepancies were found. The product was likely conforming when it left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.